Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The target lesion was located in the coronary artery. An opticross¿ imaging catheter was selected for use. Following deployment of a non-bsc stent to the target lesion, inadequate expansion of the distal side of the stent was observed. The physician then performed dilation using a non-bsc balloon catheter. After which, the opticross¿ imaging catheter was inserted to perform intravascular ultrasound (ivus). Upon removal of the imaging catheter, it was noticed that the guidewire exit port was caught at the stent strut and the distal shaft of the imaging catheter was stuck at the lesion due to calcification. The physician pushed the imaging catheter distally to bail out the device. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in stent occured. The target lesion was located in the coronary artery. An opticross¿ imaging catheter was selected for use. Following deployment of a non-bsc stent to the target lesion, inadequate expansion of the distal side of the stent was observed. The physician then performed dilation using a non-bsc balloon catheter. After which, the opticross¿ imaging catheter was inserted to perform intravascular ultrasound (ivus). Upon removal of the imaging catheter, it was noticed that the guidewire exit port was caught at the stent strut and the distal shaft of the imaging catheter was stuck at the lesion due to calcification. The physician pushed the imaging catheter distally to bail out the device. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient¿s status is good.